Event description:
Reportable based on device analysis completed on (B)(6). 2024 it was reported that device was unable to cross lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use along with a non-boston scientific 3.5 guide catheter. During the procedure, it was noted that the balloon did not cross the desired segment in lad. The procedure was completed with a different device. No patient complications were reported. However, device investigations revealed that one blade segment had detached from the balloon.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The following attributes were examined: no issues identified with the hypotube shaft. No kinks or damages were identified on the shaft polymer extrusion. A visual examination of the balloon identified no damages. For microscopic analysis, there were no issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the blades identified that one blade segment had detached from the balloon. The actual pad was fully intact on the balloon. No other damage was observed to the remaining blade segments or pads. The blade segment was not present in the packaging for this device when presented for analysis. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal marker bands identified no damage.